Event description:
Reported by multiple phlebotomists in our facility that the becton dickinson eclipse blood collection needle safety shield would not properly activate. The shield was either snapping off or moving to the side of the needle when the staff tried to activate it over a blood collection needle. There were no pts or staff members injured as a result of this malfunction. Four incidents of this nature occurred on 01/08/07 and were tracked to lot number removed from use at our facility and the purchasing agent for our co was notified.